Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: reviewed baw2450031 revision 1, which states the following: description/indication: the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: wash penis with mild soap and warm water. Dry thoroughly; trim pubic hair if necessary; open package at perforation; to remove plastic insert, squeeze catheter at the top of the white cone and pull to release; to remove plastic insert, squeeze catheter at the top of the white cone and pull to release; gently squeeze the catheter to properly seal adhesive to the skin; connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove, gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive.

Event description:
It was reported that the patient experienced difficulty removing the adhesive from their body after removing the male external catheter. No medical intervention reported.